Event description:
It was reported that during use, the probes were not being washed which resulted in carryover with a bd facslyric¿. The patient impact was not reported. The following information was provided by the initial reporter: bubbles in sheath assy. Probes not being washed, resulting in carryover. Is this a clinical or a research client? Clinical what instrument was used to perform the test? As per the wo it is a facslyric are the maintenance records up to date on the instrument? Yes how was the issue discovered? Were erroneous results reported? Atypical sample presentation, no what type of specimen was it? Bone marrow, peripheral blood? Peripheral blood was this a clinical specimen? Probably ¿ please remember this was a telephone fix!!!!! What testing was being performed? Was this a standard leukemia/lymphoma panel? Were there add-on tubes performed? Don¿t know was the testing repeated or were the results confirmed? Don¿t know ¿ probably repeated what was the diagnosis of the specimen tested prior to the specimen in question, and what was the cell count of the relevant cell population? Don¿t know what was the exact amount of carryover? How was this determined? Don¿t know are the dot plots from the analysis available for review? Possibly.

Manufacturer narrative:
After further review MFR# 2916837-2020-00270 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use, the probes were not being washed which resulted in carryover with a bd facslyric¿. The patient impact was not reported. The following information was provided by the initial reporter: bubbles in sheath assy. Probes not being washed, resulting in carryover. Is this a clinical or a research client? Clinical. What instrument was used to perform the test? As per the wo it is a facslyric are the maintenance records up to date on the instrument? Yes. How was the issue discovered? Were erroneous results reported? Atypical sample presentation, no. What type of specimen was it? Bone marrow, peripheral blood? Peripheral blood. Was this a clinical specimen? Probably ¿ please remember this was a telephone fix! What testing was being performed? Was this a standard leukemia/lymphoma panel? Were there add-on tubes performed? Don¿t know. Was the testing repeated or were the results confirmed? Don¿t know ¿ probably repeated. What was the diagnosis of the specimen tested prior to the specimen in question, and what was the cell count of the relevant cell population? Don¿t know. What was the exact amount of carryover? How was this determined? Don¿t know. Are the dot plots from the analysis available for review? Possibly.